Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges that "leaking from the product was found before use. Therefore, it was replaced by a new kit". There was no report of patient impact or consequence. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Leak testing was also performed and no leakage was found. A device history record review was performed and there were no issues found that could relate to the reported complaint. In the current manufacturing procedure, 100% leak testing and visual inspection after the assembly process is conducted. Thus, any defects would be detected prior to release from the manufacturing facility. It is possible that the leakage was caused by other devices that were connected with the complaint sample, although this could not be confirmed.

Event description:
Customer complaint alleges that "leaking from the product was found before use. Therefore, it was replaced by a new kit". There was no report of patient impact or consequence. No patient involvement was reported.